Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The reporter stated that during a routine office visit the patient had with the doctor, the pump's time was off by 12 hours. It was indicated that the reporter did not know if the pump defaulted to factory settings during a battery change and that the patient was not available at the time to troubleshoot the pump. Customer support (cs) advised the reporter to call back when the patient and pump are available for further troubleshooting.

Manufacturer narrative:
Follow-up #1 date of submission 04/11/2012 device evaluation: the pump has been returned and evaluated by product analysis on 03/14/2012 with the following findings: a review of the black box history revealed activity from (B)(6) 2011. The pump's history revealed no evidence of the pump powering off for 12 hours. During a battery change on (B)(6) 2011 the time and date reset to factory settings. There were two total insulin deliveries noted and recorded in pump's history on (B)(6) 2012. The internal battery was found to be leaking. The pump was found not to retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed.